Event description:
The neck of the locking knob used to lock the implant in the insertion position broke during impaction allowing the implant to become unlocked from the insertion position. This would allow the implant to move into the articulating position. No harm to patient reported.

Manufacturer narrative:
This report is submitted in accordance with the provisions of 21 cfr part 803. At the time of submission, the information provided may be based on either preliminary findings or a completed investigation, depending on the status of the case. The submission of this report does not constitute an admission by carlsmed, its employees, or the u.s. Food and drug administration (FDA) that the device, or carlsmed, caused or contributed to the event described. If relevant new information becomes available, the report will be updated accordingly, as required by regulatory obligations.